Event description:
Per report received from china, it was a case of an implant of a 23mm sapien 3 valve in aortic position by right transfemoral approach. During the procedure, the valve was successfully implanted but dsa imaging and ultrasound showed moderate to severe central regurgitation and paravalvular leak. Post-dilatation at nominal volume was performed after initial deployment. However, no improvement in regurgitation was observed. Consequently, a valve-in-valve was performed using a second 23mm sapien 3 valve, which was implanted in the intended position. Based on intra-procedural observations and subsequent echocardiographic assessment, the second valve implantation resulted in trace regurgitation and a trace paravalvular leak. The patient remained unconscious and was currently under continuous monitoring in the ccu. The perceived root cause of the event was considered to be anatomical and valve-related factors.

Manufacturer narrative:
Investigation is ongoing. D4 UDI: (B)(4).